Event description:
Information was received indicating that a smiths medical cadd-legacy one pump exhibited a "no disposable-pump won't run" alarm. Per reporter the residual volume was 29.7 ml, rate 48/24hr and given 62.30 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).